Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, product type: catheter. (B)(4).

Event description:
Reportedly, the original implant was performed with a ¿temporary¿ surgeon. The issues occurred after pump refills when the baclofen concentration was increased from 2000 micrograms per milliliter to 3000 micrograms per milliliter. A dye and roller study was carried out. Aspiration from the catheter access port (cap) was done and the problems resolved when changing from continuous infusion to bolus infusion mode. At bolus infusion, the baclofen concentration was decreased to 1000 microgram per milliliter with a daily dose of 207.5 micrograms per day. The patient was semi mobile therefore subjected to manual transfers and constant movement. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an itb (intrathecal baclofen) ¿wmrc¿ (it was unclear what the acronym stood for) patient experienced a loss of efficacy. There was no alleged pump issue, the product remained in service, and it was unknown if actions were required as a result of the event. Diagnostic testing and troubleshooting included a dye study, rotor/roller study, and logs were checked. Additionally, a catheter issue was noted and specified as a kink/occlusion; the location of the catheter issue was unknown. Patient symptoms or complications associated with the event included increased spasticity and less than 50% therapy relief. The patient was alive with no injury, it was unknown if any action was required as a result of the event; or if any testing or troubleshooting was performed; the issue was not resolved. The pump was being used to deliver lioresal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.